Event description:
Device malfunction: partially deployed stent. Time of malfunction: during preparation. Symptoms/ae: none. It was reported that during preparation and while advancing the xpert device onto the guide wire, the stent had already partially deployed without initiating the deployment mechanism. The physician removed the device as a single unit. Reportedly, there was no patient involvement. Though requested, no additional information is available.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.